Event description:
The customer stated that the architect i2000 analyzer generated an initial pro-grp result of 50.1 pg/ml. The sample was retested and a result of 127 pg/ml was generated. The customer did not report the initial suspect result. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Liquid drops were observed on the wash zone valve causing fluidic issues and was identified as the likely cause. The part was replaced and service confirmed normal function with control testing. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.